Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The cathode tip remains implanted. Explant method: intravascular superior. Tools/technique: direct traction. No complications.